Event description:
It was reported that a patient never had therapeutic effect. The reporter stated that the device worked great for the trial but since it had been implanted it was 'worthless.' It was reported that the device had been reprogrammed several times and the patient was unsure if the doctor implanted the leads in the right place. The reporter stated that an x-ray was done and the patient's doctor said that everything looked good. Three weeks later, it was reported that the device worked 'a little bit' and the patient stated that it was a 'waste of money.' The reporter stated that the patient wanted to have the device removed because it was 'useless and did not work.' Three months later, it was reported that the device system was explanted due to 'malfunction.' It was noted that the patient's status was unknown and there were no patient symptoms or injuries related to the event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial # (B)(4) showed no anomalies. Analysis of lead model 3778-45 serial # (B)(4) showed the #6 conductor at the #6 connector crimp sleeve was broken 0.5 cm from the proximal end. It was observed that the epoxy was broken at the #5 and 6 connectors. The set screw marks were noted to be in the correct positions. The outer insulation was intact and a small amount of cosmetic environmental stress cracking was noted (on the outer insulation) just proximal to the #7 electrode. The #6 circuit had intermittent continuity but all other circuits had acceptable continuity. No shorts were seen between any of the circuits. Analysis of lead model 3778-45 serial # (B)(4) showed no anomalies. Analysis of extension model 3708140 serial # (B)(4) showed no significant anomalies. Analysis of extension model 3708140 serial # (B)(4) showed no significant anomalies. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).